Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received, only the inserter¿s handle was received. The incident report does not indicate where and how the inserter broke and it is unclear if there were any immediate causes for this failure. The complaint could be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Although a definite root cause cannot be determined, it is a possibility that excess torque was applied when inserting the anchor at off angle which caused the inserter¿s shaft to break. Based on the overall complaint rate for this failure, this failure seems to be an anomaly and therefore, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate in (B)(4) that during two shoulder athroscopies, it was observed that 2 vapr p90 electrodes only worked for a short moment (5min and 2min respectively) in the beginning and stopped working after all. Both ors had to be completed with a same like electrode, vapr p90 and same lot which worked. It was further reported that the surgeon successfully placed the fastin anchor in the bone but while retrieving the instrument broke at the white plastic and metal part. It was difficult to get everything out but was eventually achieved. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.